Event description:
A hospital staff member reported that their open spine clamp screw was stripped. This alleged malfunction was reported outside the operating room. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement part shipped to site (B)(4) 2012. Medtronic evaluation of returned part finds the adjustment screw threads are stripped in the middle of the travel. The screw head also has tool marks. The stripped threads on the screw directly caused the mechanical malfunction.